Event description:
On (B)(6) 2012 customer reported that they found a leak inside the act 8/10 instrument while troubleshooting the cause for asterisks (*) flags on control results and all parameters, except white blood cells (wbc). No discrepant results were obtained on patient samples. The leak was contained within the instrument. Customer also stated that the red blood cell (rbc) bath was not fully draining. Field service engineer (fse) inspected the instrument and could not reproduce the issue. Fse inspected and tested the instrument successfully. Fse also replaced the peristaltic tubing, and requested that the customer order and replace probe wipe. No further issues have been reported.

Manufacturer narrative:
(B)(4).